Event description:
It was reported that there was a shocking or jolting sensation. The patient had the implant done for trigeminal neuralgia. She did not get very much information from the doctor or manufacturing representative (rep). The leads were implanted in the cheeks and the implantable neurostimulator (ins) was in the chest. The patient turned off his stimulator somehow, and when he turned the stimulator back on it was painful and he felt a shock in the face. Additionally, 3 days prior to the day of the report, the patient got an electrical shock while taking down an outside light. The patient had been having pain since then. The patient was not feeling well. The patient checked the ins with the programmer and the ins was on. It was on group 5 and all 4 programs could be turned up at one time. Rate was at 60 and he was wondering if that could be changed. The patient had an appointment with the doctor in 3 months. It was later reported that a rep contacted them and provided a doctor¿s information to make an appointment. The patient¿s records needed to be transferred to the new doctor and they did not know when that would happen. The rep believed that the shocking was completely co incidental because the patient had the device turned off to take a light fixture down. As of (B)(6), the patient had no concerns or questions about the device.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).